Event description:
During a follow-up in-clinic, low sensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve event. No abnormalities were observed visually during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of r-wave amplitude variation was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of suture sleeve cuts.